Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and placed externally for temporary pacing. Subsequently, a new system was implanted and this device was removed from being a temporary pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.